Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). A visual inspection of the returned autopulse platform was performed and the head restraint wire were cut, the top cover was cracked, the front enclosure was damaged, the battery lock clip was bent, and few screws were missing from the front and bottom enclosure. The autopulse is a reusable device and was manufactured on 10/11/2007. The physical damage found during visual inspection can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint of the platform displaying user advisory (ua) 2. A review of the platform archive log showed user advisory (ua) 2 (compression tracking error), ua 7 (discrepancy between load 1 and load 2 too large) and ua 17 (max motor on time exceeded) messages on (B)(6) 2016. During functional testing the autopulse, the platform was run for 15 minutes using test manikin. The platform did not exhibit any problem. However while testing on a lrtf (large resuscitation test fixture, equivalent to 250 pounds patient) ua 27 (loss of clutch connectivity) message was observed on the platform. Ua 27 informs the user that the drive shaft is rotating too fast from internal component malfunction or the lifeband is being pulled up on too sharply. Additional testing showed that one of the load cell modules was defective. In summary, the customer's reported complaint of autopulse displaying ua 2 was confirmed during archive review but not during functional testing. The root cause for ua 2 was due to a defective load cell module. After replacing the battery lock clip, front enclosure and the load cell module, the platform passed all final testing criteria.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/23/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
It was reported that during patient use the autopulse platform (s/n (B)(4)) user advisory 02 (compression tracking error) displayed. The patient was removed from the platform and manual CPR was started. The crew attempted to troubleshoot however they were unsuccessful. No patient information was disclosed. No additional information was provided.